Event description:
It was reported that noise was observed resulting in aborted hv charges. Fluoroscopy revealed externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found multiple insulation abrasions.